Event description:
The initial reporter received a questionable crep2 (creatinine) result from one patient sample tested on the cobas 8000 cobas c 701 module. The initial result was not reported outside of the laboratory. The patient sample was rerun on two other analyzers: analyzer a and analyzer b. The initial result from the module was 143 umol/l. The first repeat result from the module was 293 umol/l. The second repeat result from analyzer a was 303 umol/l. The third repeat result from analyzer b was 285 umol/l. This was the reported result.

Manufacturer narrative:
The reagent lot number is 75442501. The expiration date is 31-jul-2024. On the field service engineer's (fse) first service visit, he found an obstruction in the probe wash station. The fse then decontaminated the reagent and sample lines, changed the gear pump gear, adjusted the cell rinse level, decontaminated the lines, dismantled a rinse station and repaired the needle hose. On the fse's second service visit, he checked the valve and the rinse, replaced the valves, checked the volumes, bleached the valves, and refitted the tubing. On the fse's third service visit, he found a vacuum problem in the degasser. He then replaced the degasser and adjusted the level of the cuvettes. He also bleached the vacuum bottle, replaced parts, and performed adjustments, he performed mechanical checks with successful results. The investigation determined the event was caused by insufficient maintenance. After the final service visit, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.